Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2bf5y, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4), ins: b20, lead: b18. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and stated the system was not working properly since they fell. They had a return of symptoms post-fall. They were reprogrammed in-office, but had no improvement. Impedances were out of range on electrode two. They had a lead revision and used tyrx with the revision. When the pocket was opened up, the lead was twisted from the battery flipping in the pocket. The managing doctor also stated the patient had lost a lot of weight since the original implant. The issue was reportedly resolved at the time of the report .